Manufacturer narrative:
The subject device was not returned for evaluation. According to the report, the device as error persisted will be repair in service center paraguay. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported the device exhibited an error e433, will restart automatically. The issue found at preparation for use for a therapeutic procedure (surgery). The device was replaced with another device and the intended procedure was completed with no harm or injury . No harm was reported. No patient involvement, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the device was not returned for investigation. The e433 error is activated by the device¿s safety system, which triggers a restart of the device. If the error cause persists, an unlimited number of periodic restarts can be triggered. The possible causes for this error include: 1. Interference of the esg-400 generator due to scattered electromagnetic interfering fields (temporary fault). 2. The operator activates the footswitch during generator booting (temporary fault caused by user action). 3. A defective footswitch (temporary fault, short circuit in the plug). This case was addressed by CAPA 147p-017, implemented on 30.03.2015. 4. A defective footswitch (temporary fault, defective reed contact). 5. A faulty cable connection between hvps board and generator board (temporary or permanent fault). 6. A faulty cable connection for the output signal between generator board and relay board (temporary or permanent fault). 7. A defective transformer tr1 at the generator board (permanent fault). 8. A defective current transformer at the generator board (permanent fault). 9. A defective impedance converter at the generator board (permanent fault). 10. A defective peak value rectifier at the generator board (permanent fault). 11. No or a too low supply voltage of the hvps board (permanent fault). 12. Too low output voltage due to a poorly switching high-frequency power amplifier at the generator board (permanent fault). 13. A defective hvps board (short circuit at the mos transistors, permanent fault). 14. A defective motherboard (short circuit at the ntc1, permanent fault). 15. A defective motherboard (defective adc, permanent fault). 16. Defective tsv diodes at the relay board (permanent fault). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.